Manufacturer narrative:
Additional information was received indicating the device was reprogrammed to mitigate the loss of capture. The available information suggests this lead remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated.

Event description:
--

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited an increase in pacing thresholds. It was reported that the patient is pacer dependant and loss of capture was suspected. Impedance measurements were acceptable and stable. The patient reported feeling dizzy at times. Technical services discussed placing a new rate/sense lead. No adverse patient effects were reported.